Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they found no power to keypad - replaced keypad. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of 21apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device would not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on/off. No additional information was provided. There was no patient involvement.